Event description:
Sensing difficulty and oversensing were reported, with speculation of 'possible conductor fracture, v-tip to v-ring.' The lead was capped and replaced. No patient complications have been reported as a result of this event.